Manufacturer narrative:
Device evaluation: one decontaminated sample was received without its original packaging in used condition. Functional testing involved an air cuff symmetry test. When the unit was inflated with air, the cuff only inflated on one side. When the cuff was manipulated the whole cuff inflated. The cuff was subsequently deflated and inflated an additional four times and each time it inflated completely. The measurement of the cuff, the percentage for symmetry, was found to be within manufacturing specifications. Based on the investigation, the complaint allegation was not confirmed.

Event description:
It was reported the device was being placed in use with patient. The reporter stated the cuff would not inflate symmetrically. The reporter stated this issue caused "difficulties with ventilation" with patient and tracheostomy tube had to be removed and replaced to continue ventilation. No further adverse effects to patient reported.

Manufacturer narrative:
Other, other text: additional information: additional information provided 23 november: added to operator details to section d5 and contact details to sections e2 and e3.

Event description:
Additional information provided 23 november: added to operator details to section d5 and contact details to sections e2 and e3.